Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous posterior descending artery of the right coronary artery (rca). A 2.25 mm x 12 mm promus element plus stent was advanced and failed to cross the lesion. The device was removed and noted that the stent was damaged. The physician performed the pre-dilatation again. A 2.25 mm x 20 mm promus element stent completed the procedure and was implanted. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube was slightly kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous posterior descending artery of the right coronary artery (rca). A 2.25 mm x 12 mm promus element plus stent was advanced and failed to cross the lesion. The device was removed and noted that the stent was damaged. The physician performed the pre-dilatation again. A 2.25 mm x 20 mm promus element stent completed the procedure and was implanted. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).